Event description:
Stapler worked correctly for the first use, was reloaded and then misfired, the stapler stapled but would not unclamp as per the md, caused bleeding. The procedure converted to open. No long term patient consequences.